Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure the patient experienced a thrombus burden and distal vasospasm. The target lesion was located in the mid left anterior descending (lad) artery with 100% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. It was noted that following pre dilatation with a 2.25 x 12 mm maverick balloon catheter the patient experienced thrombus burden and a vasospasm. This was treated with adjunctive intracoronary nitroglycerine, aspiration thrombectomy with a non bsc catheter. The patient was discharged on aspirin and prasugrel.